Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, 2011 the lay user/patient contacted lifescan (lfs) alleging an unknown/unspecified error message on her onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began at an unknown date/time in (B)(6) (year not specified). The patient claimed she manages her diabetes with insulin. At the time the alleged issue began, the patient denied taking any action regarding her diabetes management. At an unknown date/time in (B)(6), the patient reportedly developed symptoms of sweating, dizziness, and confusion after the alleged issue began. In response to the symptoms, the patient stated she was admitted to the hospital and was treated with food and/or drink. At the time of her hospital stay, the patient indicated she was tested by the ER/hospital meter; however she was not able to recall the result obtained or when the result was taken. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter. The cca walked the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, developed symptoms suggestive of severe hypoglycemia, and reportedly received medical intervention from a health care provider (hcp) after the alleged meter issue began.